Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged. A root cause could not be identified. Based on the results of the investigation, since reported failure was not confirmed. The most probable cause of the reportable malfunction is no problem detected and the most probable cause of the malfunction found during device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope sometimes emitted a fluorescent light and displayed error code 218. The issue was identified during inspection for use. There were no reports of patient involvement.